Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: s-rom m head 36mm +6 hip femoral head; pinnacle mtl ins neut36idx56od hip acetabular liner; unknown hip acetabular cup; srom stm std 36+12l 13x18 hip femoral stem; unknown hip proximal femoral sleeve non-healthcare professional: attorney.

Event description:
Litigation papers allege: the implant caused metal ions and particles to be released into patient's blood. As a result, he has experienced severe pain, discomfort and inflammation in his left thigh and groin, as well as a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery. Doi: (B)(6) 2003, dor: none reported, (left hip).